Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photos show a recent explanted femoral component with blood and bone/ tissue on it. -clinician review: a review of the provided medical information by a clinical consultant indicated:   3 undated, unlabelled color photos of blood stained, intact components including tka femoral, tibial, and tibial poly insert as well as multiple hole metallic plate with a long screw in a distal hole.   No clinical or pmh, no patient demographics, no imaging studies, no operative reports, no examination of explanted components.   Based upon the 3 photographs supplied, neither confirmation of any of the event descriptions nor preparation of a medical report is possible for this case. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported the device was revised due to non-union of a previous distal femoral periprosthetic fracture and failed orif. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, clinical or patient medical history (pmh), patient demographics, imaging studies, operative reports, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the revised triathlon knee. It was reported that the patient's left knee was revised due to non-union of a previous distal femoral periprosthetic fracture and failed orif. A stryker axsos 3 distal femoral plate, size 6 ps femur and press-fit tibial baseplate, and 6x16 ps insert were revised to a distal femoral replacement. Rep confirmed there are no allegations against the revised tibial baseplate or insert. Rep reported he may be able to find primary and orif dates, but that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revised triathlon knee. It was reported that the patient's left knee was revised due to non-union of a previous distal femoral periprosthetic fracture and failed orif. A stryker axsos 3 distal femoral plate, size 6 ps femur and press-fit tibial baseplate, and 6x16 ps insert were revised to a distal femoral replacement. Rep confirmed there are no allegations against the revised tibial baseplate or insert. Rep reported he may be able to find primary and orif dates, but that no further information will be released by the hospital or surgeon.